Manufacturer narrative:
During the site visit by the field service engineer (fse) the analyzer (alinity c processing module serial number (B)(6)) was inspected and observed that the assy, cover, top front, cc (c-30110884-02) would not remain open due to a broken mechanism. The fsr replaced the part resolving the issue. Return testing was not completed as returns were not available. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of cover issues after the part adjustment was performed by the fse. The alinity ci series system operations manual provides information regarding proper and safe operation and mechanical hazards of the moving part. A review of the clinical chemistry systems tracking and trending data revealed no systemic issues or trends associated with the issue described in this complaint. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified.

Event description:
The customer reported the front cover mechanism on the alinity c processing module is broken and the cover won¿t stay up. There were no injuries to the user reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported the front cover mechanism on the alinity c processing module is broken and the cover won¿t stay up. There were no injuries to the user reported.